Event description:
Upon further review, the reported record is a duplicate of an additional record. The additional records have reported it.

Manufacturer narrative:
Information about this case was previous submitted in emdr(B)(4).

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient injected with juvéderm volux¿ xc in the jawline has reoccurring nodules that also causes a little pain.